Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer and identified the failure mode as use error as the customer was processing patient samples containing fibrin clots which likely clogged the sample syringe. The customer replaced the sample syringe prior to fse arrival on site. Replacement of the sample syringe resolved the issue,. Section a2, a4 and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneous ion selective electrode (ise), including sodium (na), potassium (k), chloride (cl) patient results on their au5800 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.